Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 64-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. Prior to support, the patient was reported as society for cardiovascular angiography and interventions (scai) shock stage d requiring inotropic and vasopressor therapy in addition to respiratory support. Approximately 24 hours after implantation, hematuria was observed, so the impella cp was repositioned. At the time of the event, the device was operating at p-6 with flows of approximately 3.1 l/min and the purge system was functioning as intended. The reported hematuria occurred during impella cp support and improved following device repositioning; therefore, a relationship to the device-patient interaction cannot be excluded. However, there is insufficient information to confirm hemolysis. Approximately 70 hours after implantation, the patient was escalated to impella 5.5 support and the impella cp was removed. The patient remained on impella 5.5 support until care was withdrawn due to the severity of the patient's clinical condition, after which the patient expired.